Event description:
After further review, it was reported that the office took care of troubleshooting. The patient claimed loss of effect and demanded a replacement per healthcare provider. It was noted no injury or no adverse event the day of reported event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v672426, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Signs and symptoms included less than 50% therapy relief. A revision was performed. The system was explanted and new leads/ipg were implanted on contralateral side. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).